Event description:
The customer reported to olympus, the camera control unit displayed communication error e116. The issue was found during a therapeutic transurethral plasma vaporization resection of the prostate procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was unable to be confirmed; no device was returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction was found before the procedure. There was a 5-10 minute delay.